Event description:
A female patient reported exeperiencing a chemical burn, corneal abrasion, ocular redness, pain, blurry vision and light sensitivity after soaking her lenses overnight in co's cleaining and disinfecting solution. It was her first use of a particular unit. Her reaction did not resolve; the following day she sought emergency room treatment. She was reportedly given tylenol with codeine for pain and diagnosed with a corneal burn. The patient also noted that her contact lenses had turned yellow in color. In follow-up with the patient she indicated that she consulted her optometrist a week after her initial reaction. According to the patient's doctor, the patient was diagnosed with chemical keratitis and indicated that the emergency room had begun tobramycin therapy. The patient was given artificial tears and told to discontinue lens wear for 5 days. The doctor felt the patient may be allergic to thimerosal. The condition resolved.